Event description:
The device was used during a bill roth procedure. Reportedly, the staples did not form properly and there was some bleeding. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.